Event description:
A user facility reported to olympus that no image was present upon connecting an olympus, exera ii scope to the olympus, model cv-190, evis exera iii video system center but exera iii scopes produced an image when connected. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. The intended procedure was completed using an exera iii scope and the same olympus, model cv-190.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a printed circuit board failure. Additional evaluation findings are as follows: top cover paint noted peeling; dust inside the unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.